Event description:
The complainant reported while unloading a (B)(6) patient from the ambulance, the patient shifted their weight to the right causing the stretcher to tip to the right side. The patient did not sustain injuries however; one medic alleged a muscle strain of the abdomen and was treated in the ER. A second medic alleged a wrist sprain and did not seek medical intervention.

Manufacturer narrative:
The customer reported no damage to the stretcher and did not choose to have the unit evaluated. The stretcher continued to be used in service with no further incidents reported. The root cause was attributed to the failure to maintain control of the cot while unloading the unit from the ambulance. The IFU contains sufficient instructions for safe unloading of the stretcher from the ambulance.

Event description:
The complainant reported while unloading a (B)(6) patient from the ambulance, the patient shifted their weight to the right causing the stretcher to tip to the right side. The patient did not sustain injuries;however, one medic alleged a muscle strain of the abdomen and was treated in the ER. A second medic alleged a wrist sprain and did not seek medical intervention.